Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level ranged from 180 to 190 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.